Manufacturer narrative:
(B)(4). The manufacturing documentation for the device used in this case was reviewed and all quality and manufacturing release criteria were met. To date, no other complaints was reported for this same failure mode within this lot. The device was returned and investigated in accordance with volcano policy. Upon inspection it was noted that the distal tip including the scanner were missing. The result of the investigation confirmed the reported complaint and is likely due to user handling. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities.

Event description:
It was reported that the catheter was plugged into the system and while it was trying to recognize the device, the physician proceeded with the procedure and inserted the catheter into the patient. At this point, the catheter was still not recognized. The physician decided to pull out the catheter and noticed that the tip was missing. A new volcano catheter was inserted into the patient that worked fine. However, the physician later observed a dissection at the ostium of the left anterior descending artery (lad) so he decided to pull out the catheter and send the patient to ICU. The pt was discharged and is currently in good condition.